Event description:
I had a hernia surgery in 2002, where a bard mesh monofilament knitted polypropylene patch was used size 7.6cm x 15cm lot# 43bmd221. I am also concerned about any recalls or other problems associated with this patch. I still have quite a bit of sensitivity at the area of implant, my right testicle has remainded suspended up high and does not feel normal and sometimes experience some pain. Besides some of the many issues that have been disclosed about these patches I have also found some info that some of these patches also affect sperm production but I do not know this to be absolute.